Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that below assay range flag results were obtained for total bilirubin (tbi) test on multiple patient samples on a dimension exl 200 integrated chemistry system. Siemens reviewed the instrument data and confirmed that the event began after calibration of reagent lot ba6296 performed on the day of the event. Further review of assay performance demonstrated that following this calibration event, most patient samples processed with this reagent lot generated below assay range flags despite expected analyte concentrations. Next, the evaluation of the calibration data identified abnormal calibration coefficient values associated with this calibration event. Specifically, the calibration coefficient c0 demonstrated a significant negative shift compared to historical calibration performance. A repeat calibration was subsequently performed using the affected lot and the same calibrator lot 5gd092. The repeat calibration generated coefficients consistent with historical acceptable performance and aligned with previous calibration trends: following the repeat calibration, patient samples recovered within the analytical measurement range (amr), and the below assay range flags were resolved. Based on the siemens evaluation, it is concluded that the calibration-related issue associated with the initial calibration performed on the day of the event potentially contributed to the event. The device is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that below assay range flag results were obtained for total bilirubin (tbi) test on multiple patient samples on a dimension exl 200 integrated chemistry system. The below assay range results were not reported to the physician(s). The samples were repeated on an original system. The repeat results recovered within the assay range. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.